Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of ¿network issues code 600.6855¿ was not confirmed. ¿ on (B)(6)2024, pcu was received unboxed and with paperwork. ¿ pcu does not power up. ¿ swapped with a known-good logic board and re-tested with bd wi-fi settings, unit could connect to the network, without error after the bootup. ¿ defective logic board was removed. Device to be returned to san diego repair center for normal processing. Recommend replace logic board. ¿ failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an alarm - error codes / messages- 600.6855. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿network issues code 600.6855¿ was not confirmed. On 9/4/2024, pcu was received unboxed and with paperwork. Pcu does not power up. Swapped with a known-good logic board and re-tested with bd wi-fi settings, unit could connect to the network, without error after the bootup. Defective logic board was removed. Device to be returned to san diego repair center for normal processing. Recommend replace logic board. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an alarm - error codes / messages- 600.6855. There was no patient involvement.